Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has not received the usm for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a persistent ¿please reseat sterile adapter¿ message appeared along with yellow led lights on universal surgical manipulator (usm4). An intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting support. The tse guided the customer to manually pull the instrument engagement pin in response. The procedure was completed with no patient harm, adverse outcome, or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was resolved by guiding the hospital staff via the phone. They did not have to disable any arms. The procedure was completed robotically with all 4 arms.

Event description:
Refer to h11 for follow-up information.